Manufacturer narrative:
The main component of the system and other applicable components are: product ID 8709sc, lot # n173703011, implanted: (B)(6) 2008, explanted: (B)(6) 2016, product type catheter.

Event description:
Information was received from a healthcare provider (hcp) and consumer via a company representative regarding a patient receiving intrathecal compounded baclofen (concentration 4000mcg/ml; dose 1402.8mcg/day; lot 00113887) in an implantable infusion pump for intractable spasticity and head/brain injury. The therapy began 3 years prior and was ongoing. Since pump replacement in may 2015 (approximately (B)(6) 2015), the patient experienced increased spasticity. They had been trying to perform a dye study/replacement; however, the patient continued having urinary tract infections (uti). They were unable to aspirate the catheter at the time of the dye study. The catheter was replaced on (B)(6) 2016 and the old catheter was discarded by the customer. The issue was considered resolved at the time of the report. The patient status at the time of the report was stated to be alive with no injury. The patient's medical history included an anxious brain injury and quadriplegia. The patient had allergies to latex, levofloxacin (rash), and silk tape (rash). The patient was taking the following concomitant medication at the time of the event: keppra (1500 mg oral twice daily), aspirin (81 mg oral daily), potassium (20 meq oral twice daily), vimpat (200 mg oral twice daily), synthroid (125 mcg oral daily), loratadine (10 mg oral daily), miralax (17g oral daily), multivitamin (1 tablet oral daily), prevacid 30 mg oral daily, colace 100 mg oral daily, (B)(4) 1 tsp oral daily, and albuterol (2.5 mg/0.5 ml 3 mls via neb every 6 hours as needed for shortness of breath).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.